Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a ground bond failed performance spec: measurement 0.101 ohm (low limit: 0.001 ohm and high limit: 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test: measurement of 0.101 ohm (low limit: 0.001 ohm and high limit: 0.100 ohm). Performed continuity test between power entry module (pem) ground and door post and resistance was 0.009 ohm. Inspected all ground connections while monitoring the multimeter and there was no fluctuation in ohms. The product analysis lab (pal) evaluated the device and found no failure or malfunction that could have caused or contributed to the ground bond failure. Assignable cause for the ground bond failure was undetermined. Device was sent to servicing.